Event description:
A peritoneal dialysis (pd) patient's husband reported that his wife was in the hospital for pneumonia. During follow up the patient's pd nurse reported that the patient had been hospitalized from (B)(6) 2014 for pneumonia. She continued her pd treatments throughout this time. There were no reported problems with the patient's dialysis treatment during the previous 4 days prior to the hospitalization. She was seen in clinic by the nephrologist and nurse for a regular visit (B)(6) 2014. She did not have any signs of infection or trouble with her pd treatment and there were no changes to her prescription.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of information a MDR will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant.